Event description:
It was reported that the lead was possibly damaged during the implant procedure. There was a reported "tear". The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) upon analysis, it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.